Event description:
Report received from international affiliate stating, "inaccurate delivery or possible freeflow." Further information was requested, but nothing was available. There is no pt or device set-up information. The report indicates there were no pt side effects experienced due to the event.